Manufacturer narrative:
The investigation into the vf/vt/af/at (complete heart block) issues has been completed since the original report was submitted. The pump was not returned for investigation. As the necessary information was not provided, the root cause of the vt/vf was not determined.

Event description:
The user facility reported a 78-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The impella was inserted and advanced into the left ventricle. The wire was removed. The impella started at p-auto with flows of 3.5 lpm. Shortly after the impella support was initiated, the patient went into complete heart block requiring temporary pacemaker placement. The patient was transported to ICU with a temporary pacemaker.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.